Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a damaged tip in discard with clear part at point damaged. The instrument is operating as expected. No repairs needed.